Event description:
It was reported that, ¿patient received a coc hip in 2005 at (B)(6) hospital. The patient developed a cyst over the years. Upon revision the cup remained well fixed. Doctor decided to drain cyst and then pack a reamed femoral head with bone puddy through the screw holes of cup. Doctor then put screws and x3 liner with metal head. Printed x-rays are with the returned prosthesis.¿

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.